Event description:
At the beginning of a case using the neuron delivery catheter, upon aspiration, the physician noticed bubbles coming back through the y-adaptor. The physician was unsure if the bubbles were from the neuron so he replaced the neuron with a new neuron device, and the issue did not reoccur.

Manufacturer narrative:
The device history record for this device was reviewed; no anomalies were observed. Device in question was returned to penumbra, inc. In 2008. Both a device evaluation and a DHR review were performed. Results are as follows: device evaluation: visual: the proximal shaft of the returned catheter appeared to be slightly kinked. Under magnification, there was a tear in the shaft at this location. Flushing with 10% bleach confirmed that fluid flowed through the tear. The distal end of the shaft was found to be kinked and ovalized. This damage could have occurred post-procedure or during transit to penumbra for evaluation. Conclusion: it is possible that during the procedure, the physician applied a significant bending force at the grilamid sleeve/shaft stress concentration. Due to this force, the shaft may have kinked slightly, which in turn initiated a circumferential tear. This tear exposed the lumen to the surrounding environment, thereby allowing air bubbles to enter the system when the physician pulled a negative pressure on a syringe. Device history record review: all appropriate inspections and tests were completed with no anomalies noted. On the sub-assembly level (lot 3 l11876), all visual and dimensional inspections were completed per process monitoring requirements or 100% inspection. Finally all destructive testing was completed per the required process monitoring requirements and met specifications. The part manufactured in this lot and the sub-assembly lot met the required criteria and were deemed acceptable.